Event description:
It was reported to medtronic minimed that the customer reported crack on the insulin pump battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601. Troubleshooting was performed and found damage to the battery tube threads. No harm requiring medical intervention was reported. No product return was required for acc-1601. Mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2025 the customer called in with the following concern: cosmetic damage to the battery compartment. Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, the unit gave a flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Proceed by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that the ingress of water was corroding electronic assemblies and the force sensor flex connector leading to a constant flashing medtronic logo, isolated to the electronic stack. Unit also received with cracked battery tube, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, pillowing keypad overlay, debris under window, battery cap contact missing, and broken battery cap. In conclusion unit received a flashing medtronic logo due to a corroded electronic assembly, isolated to the electronic stack. Customer allegation of cracked battery compartment was confirmed when cracked battery tube, cracked battery threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.